Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation of the lead showed it was severed 475mm from the terminal pin; however, the tip is undamaged. No visible signs of damage or defect which would lead to dislodgment.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. A new competitor lv lead was successfully implanted. No adverse patient effects were reported. Subsequently, boston scientific received information that this lead was received at boston scientific's return products department.